Event description:
It was reported by the customer that the bd eclipse¿ 5ml luer-lock syringe w detachable needle plunger was loose during use. The following information was provided by the initial reporter: "the plunger is loose and incident occured during use."

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: investigation summary - no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported by the customer that the bd eclipse¿ 5ml luer-lock syringe w detachable needle plunger was loose during use. The following information was provided by the initial reporter: "the plunger is loose incident occur : during use".